Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar configuration. The lead measurements were checked in the unipolar configuration and were within normal limits. Boston scientific technical services (ts) reviewed the data and indicated this appears to be the beginning of a lead issue. Ts noted there were stored episodes that exhibited noise with some oversensing on the rv lead but these have all occurred following the lss so it may be a function of the lead being in the unipolar configuration. Ts provided guidance to the healthcare provider (hcp) to consider performing an x-ray to check for anything grossly wrong with the lead and to look for an increase in the frequency and duration of noise events. If the noise events are becoming more frequent and lasting longer, then they may need to consider further evaluation of the lead. The hcp indicated that the patient was going out of town in a few days and will be gone for a week so they will have the patient perform a patient-initiated interrogation when they return. The lead remains in-service. No patient symptoms or adverse patient effects were reported.